Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent a pocket revision procedure due to feeling discomfort. The pulse generator exhibited intermittent loss of output when the radiofrequency was being enabled on the programmer. The pulse generator output was programmed to bipolar.